Event description:
It was reported that stent damage occurred. The 80-90% stenosed, de novo target lesion was located in the left main coronary artery to left anterior descending artery. A 32 x 2.50mm promus elite mr drug eluting stent was advanced for treatment. However, it was noted that the stent was proximally deformed during the procedure. The procedure was completed with a different device. There were no patient complications reported and the patients status is stable.